Event description:
Screwdriver head sheared off during normal screw insertion. Patient outcome: no adverse affect reported as a result of this event.

Manufacturer narrative:
Additonal parts involved in this incident:catalog number 14-401424, lot number 504307, manufacturing date 05/14/2008.